Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due wear and tear, damage by mishandling, and with increasing usage over time. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use warnings and cautions caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, water supply volume did not meet the standard value, due to clogging of nozzle, air supply volume did not meet the standard value, due to damage on ultrasonic cable, the number of missing elements exceeds the standard value, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, adhesive on bending section rubber chipped, due to wear of angle wire, the play of up/down knob out of the standard value, and due to wear of angle wire, the play of right/left knob out of the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope had no air/water flow. Upon inspection and testing of the customer returned device, the scope had gap in the adhesive on the distal end/stain entered inside the lens through the gap. In additional, the scope had gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.